Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with their sensor. Customer advised their blood glucose levels vs sugar glucose levels have been over 50 points. Customer advised the sensor is triggering threshold suspend every single night. Sugar glucose vs blood glucose troubleshooting was performed. Customer's blood glucose level was 130 mg/dl and their sugar glucose level was 350 mg/dl. Customer advised to change insertion site from their thigh to somewhere else in the body where it naturally bends. Customer advised to monitor the sensor and the blood glucose vs sugar glucose.